Manufacturer narrative:
When additional informatioin becomes available a follow up report will be submitted.

Event description:
It was reported that there was no fluid flow. The reporter indicated that the shunt was not implanted query no fluid flow on testing with a manometer. Additional event details have not been provided.

Manufacturer narrative:
Investigation: visual inspection: in the first step of our investigations, an optical control is carried out. It is checked whether any defects, deformations or other noticeable irregularities can be identified. Permeability test: to proof the penetrability of the valves we have carried out penetrability tests. These tests are carried out at a hydrostatic pressure of approximately 30 cmh2o + 10 cmh2o (horizontal) and 10 cmh2o (vertical) in the direction of flow. Adjustment test: the adjustment test is used to ensure that the valve can be adjusted to all pressure levels. The tests are carried out with the standard progav 2.0 check-mate and measurement tool. The valve is adjusted from 0 to 20 cmh2o and down again in increments of 5 cmh2o. Braking force and brake function test: to measure the braking force, we tested the progav valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. Results: it should be noted that the progav with reservoir was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the system to the best of our abilities. First, we performed a visual inspection of the progav valve. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability of all components of the system. The test results show that all components are permeable. To ensure that the progav valve is adjustable we tried to adjust the valve from 0cmh2o to 20 cmh2o and down again in increments of 5 cmh2o. The valve was adjustable to all settings. Next, we tested the braking force and brake functionality. The results show that the brake function is fully operational and the braking force is within the given tolerances. In order to verify whether the valves were compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood or tissue particles)1 2 in the cerebrospinal fluid, we have dismantled the valve. Inside the valve and the reservoir, we have found significant build-up of substances (likely protein), which may have caused the suspected malfunction in the past. Based on our investigation, we are unable to substantiate the claim of occlusion and non-adjustable. The progav operates within the specified tolerances. We confirm the presence of occlusion in the progav valve, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.